Manufacturer narrative:
Correction made to h4: device manufacture date: 09/02/2022 (previously submitted as ni) additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was tested and placed onto a sample luer and the unit fit the luer correctly and no disconnection issues were observed. The unit fit correctly on the luer and did not untwist or disconnect from the luer during visual and functional testing. An underwater pressure test was also performed with no issued noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps had a connection issues; further described as ¿the caps unscrewed loose and almost fell off in the middle of the night¿; however, "none of the caps completely fell off'. This occurred during use of peritoneal dialysis (pd) therapy. It was further reported that none of the caps had completely fell off and there was no leak or cracked noticed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.